Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient notifier alerted for non sustained right ventricular oversensing. Upon interrogation, the ICD exhibited t wave oversensing. No intervention was performed. No further information was available.